Event description:
Customer reported to beckman coulter, inc. (Bec) that they received a printout from the dxc instrument for a sample ID that contained incorrect patient demographics compared to the tube barcode. Customer reported that no incorrect results were reported out of the laboratory. Customer reported they manually programmed and reran the sample. Customer reported the repeated results were reported out of the laboratory. Bec investigation indicated the datalink/dl2000 data manager command central (dl 2000) downloaded the old program to the dxc. When the laboratory information system downloaded the new program for the sample ID to the dl2000, the dl2000 already had programming for that sample ID from 2010 and downloaded the existing 2010 programming to the dxc. Bec investigation indicated the dl2000 was failing to delete old patient demographics. Bec replaced the database. Bec tested the new database and confirmed that patient demographics are now deleting as requested. Customer reported they reuse sample ids.

Manufacturer narrative:
(B)(4).